Event description:
An attempt was made to deploy a 2.5mm diameter x 24mm length endeavor rx drug-eluting coronary stent in to a pt. The target lesion located in the lmt-lcx, was described as severely calcified, excessively tortuous with 90% stenosis and was predilated. It was reported that the physician tried delivering another MFR's stent to lcx, but it did not pass through from the ostium. He replaced it to the relevant device and tried delivering, but it was failed too. The physician withdrew the relevant device from the pt body and found that there was no stent mounted on the balloon. The stent was found in the y-connector and retrieved it. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
Eval summary: medtronic has received the device and its analysis has been completed. The stent segments were intact on each end of the stent. The remaining segments were severely stretched and deformed. Crimp bake impressions were evident on the balloon.(B)(4). Eval, results: (severe calcification, excessive tortuosity, stenosis). (Y connector), (stent dislodgement). Conclusion: (severe calcification, excessive tortuosity, stenosis), (y connector).